Event description:
(B)(4). It was reported that first diagonal occlusion associated with chest pain occurred. On (B)(6) 2013, the subject presented to the emergency department with intermittent chest pain which diagnosed as unstable angina and subject was referred for cardiac catheterization. Two days from onset of event, the 80% in-stent restenosis of previously placed study stent in mid left anterior descending (lad) artery was treated with high pressure balloon angioplasty which could not resolve the in-stent filling defect completely, hence a 3.00 x 16 mm promus element drug-eluting stent was placed. Post deployment of the 3.0 x 16 mm promus element drug eluting stent, occlusion was noted in first diagonal associated with chest discomfort. However, no effort was made to recover the first diagonal on account of its small caliber. Following post dilatation residual stenosis was 0% with timi 3 flow. The patient was discharged on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).